Manufacturer narrative:
After following up with the customer, they advised that the device has been repaired and returned to service. The customer was however unable to provide the part(s) that were replaced on this device. The device has not been returned to physio-control for evaluation. Physio-control was unable to determine the cause of the reported issue.

Event description:
The customer reported that their device would intermittently lock up during the boot up process. The customer indicated that the device was also intermittently not show an ECG on the screen. This was discovered during a device test and there was no patient use associated.

Manufacturer narrative:
(B)(4). The customer advised physio-control that following an initial device evaluation, they have sent the device to a third party biomed for evaluation. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.